Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ blunt fill needle broke during use. This occurred on 2 occasions. The following information was provided by the initial reporter: broken needle when about to load a tazotel vial for 240cc infusor. It happened twice in two different days.

Event description:
It was reported that bd¿ blunt fill needle broke during use. This occurred on 2 occasions. The following information was provided by the initial reporter: broken needle when about to load a tazotel vial for 240cc infusor. It happened twice in two different days.

Manufacturer narrative:
Investigation: bd has been provided with samples for catalog 303129 lot 190280 to investigate for this record. Bd was provided with a used ll syringe with a broken hub at the level of the presfit. After analyzing the sample, bd was able to verify the reported issue. The failure mode was replicated penetrating the stopper with an angle (45º) and exerting a high force and the hub was broken at the level of the presfit. After discussing with our production technicians, the issue may be produced in the tray of the hub feeder where hubs are placed in racks. If any hub has some inappropriate placement due to some unexpected movement, it could have been enough damaged to break itself during handling of the product, but not during manufacturing steps because it should be discard in the packaging machine. DHR showed no indication of the alleged defect.